Event description:
On (B)(6) 2012 the patient contacted animas to report that on (B)(6) 2012 he removed an infusion set and found that the cannula was blocked off with a blood clot. He claimed that there was no occlusion alarm as the result of this blockage. The patient denied any blood glucose excursion as the result of the reported issue. He stated that he tried to block the tubing with a hemostatic clamp and delivered a multiple unit bolus. The patient claimed that he heard a noise that sounded like the motor was winding down but no alarm occurred. According to the patient, the occlusion sensitivity setting was programmed to high and there were no alarms are in the history. This complaint is being reported because allegation of the absence of an occlusion alarm could not be refuted at this time.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the alleged issue of the pump failing to emit an occlusion alarm. Inspected pc boards and force sensor. No defects found. Exercised for 24hours at 1unit per hour basal rate with no occlusion. Force sensor calibration was within specification. Loaded and primed the pump and occluded the cartridge and ran a 10 unit bolus and received an occlusion alarm. Removed pump from case. During investigation black box recorded only 1 occlusion alarm, during a prime. The force recorded in the black box never exceeded 92 except for the alarm at which it was 255. Rewind, load, and prime were performed with no occlusion alarm.